Manufacturer narrative:
Citation: reddy g et al. Transcatheter aortic valve replacement for stenotic bicuspid aortic valves: meta analysis of observational studies. Catheterization and cardiovascular interventions (netherlands). May 2017. Volume 89, s200, section b-084. Published on-line: (B)(6) 2017. Earliest date of publish used for event date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a meta-analysis of transcatheter aortic valve replacement (tavr) for bicuspid aortic valve stenosis. All data were collected from a search of several databases from inception to september 30, 2016. Thirteen studies were found with a total of 758 patients (demographics not provided), 32% of the patients were implanted with a medtronic corevalve (serial numbers not provided). Among all patients 4% all-cause mortality occurred. Based on the available information, none of the deaths were attributed to medtronic product. Adverse events included: 12% paravalvular leak (pvl) and 18% permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.